Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot#: v228953, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had indicated that in the past "2 of the lead wires had come loose" but the patient did not know when this had occurred, but also confirmed that it was not due to a fall. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.